Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the supera stent delivery system was being used for treatment of in-stent restenosis and stent fracture in the superficial femoral artery. The entire deployment was very smooth; however, the deployment of the supera was noted to be somewhat worse (more difficult) in deployment accuracy and in the ease of stent deployment when compared to other bare metal stents. No additional information was provided.